Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned to the manufacturer for evaluation. The root cause of the exchange is that the nail used was too long for the patient. The radiographic and clinical data were reviewed by a sign orthopedic surgeon. This failure does not indicate a defect in the product. A minimal risk is associated with this failure. Sign fracture care international continues to monitor these events as part of our post market surveillance activities.

Event description:
We became aware on (B)(6) 2022 that a sign im nail implanted to repair a fracture was replaced due to the nail used being to long for patient. The im nail was replaced with a 9mm x 280mm standard im nail per the sign technique manual.